Event description:
Through follow-up, the following additional information was received. Reportedly, both stents appear well positioned postoperatively, and the patient¿s iop was ¿better¿ after repositioning. The patent's prognosis and status were reported as ¿awesome, great vision and iop" with adverse event resolved.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Secondary surgical intervention is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event is patient¿s medical history. (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, the surgeon intervened approximately one (1) week post-op to reposition the stent that was not fully seated during initial operation secondary to trabecular meshwork scaring caused by patient¿s medical history of trabeculotomy with multiple argon laser trabeculoplasty (alt). Additional information is being requested.